Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing step took approximately 18 units prior to customer seeing insulin exit the tubing when customer reported that the fill tubing step normally took 10-11 units. There was no reported impact to blood glucose. Customer completed the load process and resumed insulin delivery.